Event description:
This event was reported as valve explanted after 3 years and 10 months due to mitral valve perivalvular leak. Pt had mitral annular calcification, congestive heart failure, atrial fibrillation and enlarged left atrium. No further info was provided.